Event description:
Star total ankle replacement talar component was exchanged to correct positioning. The sliding core mobile bearing was also exchanged.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing. Model#: 400-141. Lot #: 1010032. Expiration date: 12/01/2016. Device manufacturer date: 12/01/2011. Visual examination of explants show insignificant wear. There were no deviations reported in the DHR for part no. 400-141, lot no. 1010032. The DHR for part no. 400-254, lot no. 110505/1564. (B)(4). All released parts were within specification.